Event description:
It was reported that cgm displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and cgm error did not reappear, after which customer successfully started new sensor session.